Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet bionic pancreas, with a documented nadir of 34 mg/dl and approximately one hour spent below range; the caller expressed concern that the pump¿s algorithm might require adjustment, and a follow-up training session was scheduled to review reports and assess the need for a reset. Symptoms included sweating. Outcomes included self-treatment with oral glucose tablets and no medical intervention or hospitalization. Investigation included customer support troubleshooting and scheduling of additional user training to review device data and therapy settings. Investigation of this case revealed no device malfunction reported and no confirmed device component failure, with the issue characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.